Event description:
A customer contacted beckman coulter inc. (Bci) in regards to dermatitis developed on the hands. The customer thinks it may be due to exposure to dxi wash buffer ii on the bare hands. The customer is seeing a dermatologist for the treatment.

Manufacturer narrative:
The customer is not reporting any issues with the instrument or patient results. The customer handled wash buffer ii without gloves instead of following msds instructions. A bci customer technical support explained and provided msds. Service was not dispatched for this event.